Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27215. It was reported that the patient presented remotely via (B)(6) . Review of transmission revealed high pacing impedance on the right ventricular (rv) lead. On (B)(6) 2021, device interrogation revealed varying pacing impedance on the implantable cardioverter defibrillator (ICD) due to loose set screw. On (B)(6) 2021, lead revision was performed and the set screw was tightened. The rv lead and ICD remain implanted and in use; the patient will continue to be monitored. The patient condition was stable.